Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was found unresponsive on the floor. Per the wife, there were no alarms coming from the pump. She stated that the pt was not connected to a power source. She remembers having to connect both batteries. When questioned about the driveline being connected or disconnected, she inconsistently mentioned connecting the system controller in addition to connecting the batteries. The log file was reviewed and two red heart alarm events were found as a result of power being disconnected from the system controller.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.